Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, a healthcare professional reported that a patient experienced ¿bilateral axillary, some lymph node formations have a very hyper-echoic centre that attenuates, suggesting silica retention¿ and capsulectomy report (pathology) suggestive of ¿siliconoma¿.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported an intra capsular rupture of the right side. The device has been explanted.